Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient tried both programs on the implantable neurostimulator (ins) without results and turned the ins off. Revision surgery was performed the week of (B)(6). The lead had migrated and was replaced. The ins was also replaced as it wore down due to the high settings and lead migration. The lead migration was possibly due to a patient fall. An additional factor was that the patient was "pretty sickly" and tended to have many problems. The outcome of the patient was good and he was feeling stimulation in the correct spot.

Manufacturer narrative:
Product ID 3889-33, lot# v020254, serial#, implanted: 2007 (B)(6), explanted, product type: lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted, product type: extension, product ID 3037, lot#, serial# (B)(4), product type: programmer, patient. (B)(4).